Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis information -- (B)(6) 2017 15:52:36 cst pli# 10 product ID# (B)(4) below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. {<(><<)>(><(><<)><(> <<)>)>comments1>} {<(><<)>(> <(><<)><(><<)>)>comments2>} the information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 100 hours of testing at body temperature. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found the telemetry and output to be okay, and the device to be at the normal end of life. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient was turning on/off, seeing a power on reset (por) screen, and an eri screen on the patient programmer. The patient reported that this happened 3-4 times over the weekend and again today. The rep confirmed with the patient's wife that they were seeing stimulation "off" with the patient programmer. The por was informational. The rep wasn't with the patient to confirm clearing of the por message. The rep reported the patient was able to turn the stimulation back on. The rep was going to call patient back today and get them to clear the por message today. Then they will wait to see if another por code comes up and then request the patient to come in to be interrogated by the 8840 to get code and possibly the mdt file as well. There was no allegation/dissatisfaction with the pc longevity for the eri. There were symptoms reported with the eri. The caller interrogated with 8840 and cleared the por. All the impedances were normal and when exiting the session the device turned off. The caller interrogated a second time and the 8840 displayed por was 0x8. The rep reported they reset the clock. The technical service specialist (tss) had the rep end the session and this time the por did not occur when interrogating the device. The rep stated that this doesn't occur positionally. 2.56 v at eri. The impedances were reported as c 0 805 c1 790 c2 755 c3 72401 925 02 1072 03 1107 12 862 13 1004 23 795. It was reported the patient experienced no change in therapy unless the por occurred, which caused the ins to turn off and the tremor to return. The caller interrogated for the second time while on the phone and stated that the battery is at 2.58v and eri. The por did not reoccur again. The rep will have the patient continue to monitor their ins for the por and will discuss replacement because of the battery being at eri. The rep called back and stated they could not keep the ins on and it immediately went to por. It was reviewed to try a prm (physician reset mode) or replace the ins. No further complications were reported as a result of this event.

Event description:
Additional information was received. It was noted the ipg continually turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.